Manufacturer narrative:
The device was returned and the investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
It was reported that the camera head had repetitive image loss along with error codes e216. A bad video image was also reported. By holding the cable close to the camera head, there was no image loss. By lightly manipulating the connector, there was loss of image. By connecting a cystoscope and manipulating with more force, there was no image loss and the image was stable. The issue was identified during an unknown procedure. There were no reports of patient harm.

Event description:
It was reported that the camera head had repetitive image loss along with error codes e216. A bad video image was also reported. By holding the cable close to the camera head, there was no image loss. By lightly manipulating the connector, there was loss of image. By connecting a cystoscope and manipulating with more force, there was no image loss and the image was stable.the issue was identified during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation also found error e216 (scope communication error). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has intermittent image which flickers and disappears due to a faulty cable. Olympus will continue to monitor the performance of this device.